Event description:
An emergency room neurologist reported that a patient was in the hospital with bradycardia and wanted help checking the vns function. It was later found that the doctor was trying to tell if the patients bradycardia events were related to vns stimulation at the request of the cardiology department. In the end, there was no direct correlation between the vns and the bradycardic events but that vns was never ruled out. The patient's heart rate would go down to 57 bpm every once in 5-10 minutes but it never lined up directly with stimulation. The doctor ended up reducing vns normal mode output current for comfort due to the patient's bradycardia. Diagnostics were within normal limits. No further relevant information has been received to date.